Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the fiber tip identified glue failure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the glue failure identified on the tip was caused by heat accumulation at the output window due to tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling; all well understood complications related to use technique. A manufacturing or design issue is not suspected. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a transurethral resection of the prostate (turp) procedure with this fiber, after first firing, a warning was displayed stating excessive fiber life activity. Additionally, it was noted that the fiber was forward firing. There were no patient complications reported.

Event description:
It was reported that during a transurethral resection of the prostate (turp) procedure with this fiber, after first firing, a warning was displayed stating excessive fiber life activity. Additionally, it was noted that the fiber was forward firing. There were no patient complications reported.